Event description:
A call was placed to the nurse practitioner and she stated that system diagnostic were run, no flags were observed, and the impedance value on (B)(6) 2016 was 3280 ohms, which is within normal limits. The nurse practitioner also stated that she was able to see the charts from all of his following heath care professionals and she noted that the patient had not reached out to anybody since (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse practitioner the patient developed a hematoma on his neck which appeared to be associated with vns surgery. It was noted that fatty tissue had to be removed during the patient's implant surgery, which caused the hematoma. The hematoma is now reported to be resolved. Attempts for additional relevant information have been unsuccessful to date.